Event description:
It was reported that using a femoral artery access approach during a procedure of the chronic totally occluded (cto) left anterior tibial artery the ht-winn 80 guide wire was advanced against the resistance at the mid of the vessel and through the lesion. Some resistance was noted during removal. The device was removed to exchange with a more stiff guide wire. Outside the anatomy it was noted that the guide wire tip was stretched and broken. A winn 250t guide wire was used successfully in the procedure. Pre-dilatation was completed with a 2.5 x 120 mm armada 14 balloon dilatation catheter (bdc) with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.